Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient never received patient programmer (pp)and as such patient said "nothing has been working since implant" because they did not have a pp. Caller was transfer to nas to page medtronic representative. No symptoms were reported and no further complications were noted or anticipated.